Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review could not be completed for this complaint because the lot provided is 'unknown.' To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a 20ml syringe with a white label on the syringe barrel and the syringe is full of a red colored substance. There are four droplets of the red substance that are past the stopper. There are quality controls currently in place to detect this type of defect during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample a probable root cause could not be offered. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 30ml ll s/c 56 leaked. The following information was provided by the initial reporter: drug leaked past stopper.